Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. No other information was released regarding this event. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the station's all-in-one, solid state drive and biometric scanner required replacement. The field service engineer replaced the affected components to resolve. Device tested and confirmed operational. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. No other information was released regarding this event. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-may-2021 to 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly shut down. The field service engineer replaced the all-in-one, hard drive and scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. No other information was released regarding this event. Patient or user harm was not reported.